Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump did not detect the cartridge during the load step and pushed out all of the insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a review of the pump¿s black box history showed that a load step malfunction call service alarm was recorded. During testing, the pump loaded to 149 units when the cartridge was filled to 200 units. No alarms occurred when performing the load step. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and the force sensor flex was found to be corroded. The force sensor was removed from the motor assembly and corrosion was observed on the interior of the force sensor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.